Event description:
Customer's mother called in reporting issues on her son's insulin pump. Customer has been off the device because it stopped delivering and it has a blank display. Customer's blood glucose is currently 176 mg/dl. The device shows no physical damage. It was not bumped or dropped. It was not exposed to moisture. Customer is using energizer batteries. The battery cap, battery compartment, and battery compartment springs are not damaged or corroded. Customer tried a new battery yesterday, after the device was stored for a long time, and the display did not return. Customer believes the device is not delivering insulin due to his high blood glucose levels. He was at work when his blood glucose went over 600 mg/dl. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.